Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the reservoir retainer ring was not damaged.

Manufacturer narrative:
Insulin pump received with broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack on belt clip rails. Customer¿s blood glucose level was 85 mg/dl. Customer stated that the insulin pump had physical damage to reservoir lip ring. The insulin pump will be returned for analysis.